Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause for the ventricular perforation post valve deployment cannot be determined. However, it may be due to patient/procedural factors. Other potential contributing factors are unknown as limited clinical information was provided. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, the patient died from a complication of a ventricular perforation during a transfemoral deployment of a sapien 3 26mm valve in the aortic position. After deployment, a pericardial effusion and a small perforation at the apex was noted. The procedure was converted to surgery to drain the blood. The surgeon tried to repair by mini thoracotomy, but the apex wasn¿t easy to reach and too much blood was lost. The perforation was unable to be sutured and the patient died.

Manufacturer narrative:
Reference CAPA-(B)(4).